Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) (capture of the back arterial wall).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the suture was deployed, hemostasis was not achieved. The patient was taken to surgery, and it was found that the suture had captured the back wall of the common femoral artery. The suture was removed and arterial repair was performed. The patient is reported to be doing fine. There were no adverse patient sequelae reported. Though requested, no additional information was provided.